Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name, phone and email address of the initial reporter are not available / reported. The product was received in the product analysis lab on 17-feb-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of manufacturing documentation associated with this lot 2204120 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery procedure on (B)(6) 2023, when the 0° trudi nav suction device (tdns000z / 2204120) was put in the emitter pad field and inside the patient, the suction device did not show up on the trudi system (s/n: (B)(4)); the suction device was not recognized by the trudi system. The suction device was replaced and the issue was resolved. There was no negative impact to the patient. On (B)(6) 2023, additional information was received. The information indicated that the 0° trudi nav suction device was on its 16th use; it had been sterilized via flash sterilization method 15 times. When the reported issue occurred, the icon on the trudi system was green. There was no error message on the trudi nav monitor. The information reported that, ¿the trudi recognized the device and showed green. But when the device went into the trudi zone nothing happened.¿ based on the additional information received on 03-feb-2023, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 0° trudi nav suction device was received contained in the decontamination pouch. Visual inspection was performed. There was no appearance of damage observed. The electrical functionality was tested, and the device was found to be out of specifications for the sensor connectivity and shield connectivity to body values. The reported issue documented in the complaint was confirmed due to the failure observed on the electrical test. However, the root cause of the failure remains unknown. A review of manufacturing documentation associated with this lot 2204120 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of acclarent quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. However, instructions for use states that user must confirm that trudi¿ suction is recognized and displayed by the trudi¿ system. The number of procedures that the trudi¿ suction was used with trudi¿ system is presented in a circle. A green line at the bottom of the graphic reflects that the device is ready for the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.